Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was locate in the coronary artery. A 2.25 x 24 synergy¿ drug-eluting stent was advanced into the guide catheter. However, the guide wire was out of place. The devices was removed and adjustment of the guide wire was performed. The 2.25 x 24 synergy¿ drug-eluting stent was re-inserted and it was noted that the stent struts were lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: a synergy ous, mr, 2.25x24mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the first proximal strut was lifted and pulled in a distal direction. The undamaged stent od (outer diameter) was measured and is within maximum crimped stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube kink within the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was locate in the coronary artery. A 2.25 x 24 synergy¿ drug-eluting stent was advanced into the guide catheter. However, the guide wire was out of place. The devices was removed and adjustment of the guide wire was performed. The 2.25 x 24 synergy¿ drug-eluting stent was re-inserted and it was noted that the stent struts were lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.